Manufacturer narrative:
D10, g4, g7, h2, h3, h6, h10 the glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope go monitor and confirmed the no image issue. The technician reported an hdmi connector failure. The glidescope go monitor was scrapped and a replacement monitor was sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and the "intermittent video" issue was confirmed. The technical service representative noted that the hdmi connector was worn and corroded. The device was scrapped and a replacement was sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends. The glidescope video laryngoscopes operations and maintenance manual (omm) states: "using hospital-grade clean air, which is free from oils and residuals found in common compressed air, blow out the connectors. This dries the connectors and removes any remaining residuals." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in hdmi connector. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the blades.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, the monitor was freezing and then going to black. A delay in the procedure of three (3) to four (4) minutes occurred as a hand blade was obtained. No harm to the patient or user was reported.